Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the pacemaker went into back-up during a firmware upgrade. The device was restored to its normal functions. It was further noted that a strong telemetry connection was not established prior to attempting the upgrade. The patient was stable.